Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that a patient passed away two days following their scs implant procedure. The cause of death is unknown at this time.

Manufacturer narrative:
Additional information was received that no further information could be obtained regarding the patient's death. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a patient passed away two days following their scs implant procedure. The cause of death is unknown at this time.